Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. Reportedly, a new cartridge was loaded with 200 units, and a minimum fill notification occurred. Reportedly, the customer added insulin to the existing cartridge and reloaded it successfully. Blood glucose was between 220-260mg/dl.